Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with: herniated disk, l5-s1 right; degenerative disk disease l3-4, l4-5, l5-s1.the patient underwent following procedure: lumbar discectomy right l5-s1; posterior lumbar interbody fusion l3-4, l4-5, l5-s1; insertion of biomechanical device (peek cage l3-4, l4-5, l5-s1); posterior arthrodesis l3 to s1; pedicle screw instrumentation, l3 to s1; local bone graft harvest; bone marrow aspirate; fluoroscopy greater than one hour; microscope. As per op notes ¿ this was then packed with a combination of bone graft and bone graft material. Then a peek cage was inserted containing bone graft material with distraction of the disk space. Epidural space was then irrigated copiously. The exiting and traversing nerve roots were found to be supple and mobile and hemostasis achieved¿. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.